Event description:
It was reported to baxter (B)(4) that one (1) folfusor sv4 device was observed leaking during filling. There is no report of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Additional narrative: the device is available for evaluation, per the customer; however the device has not yet been received by baxter. Should the device and/or any additional information be received a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). Device evaluation: one sample was received by baxter for evaluation. The reported condition of "leak" was confirmed as evidenced by a backflow (leak) at the fill port cap. The sample was subsequently disassembled for examination. Acrylic resin (1.01 mm in size) was found between the check-band and stress-member which evidently had caused the back-flow condition. No other root cause was found. This is a single use device and will not be repaired. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.